Manufacturer narrative:
The walker was removed from the users home after her death and is not available for evaluation. Based upon the events and details provided by the home care rn, both incidents appear to have been caused by the user or by lack of proper assembly/maintenance of the walker. We are unable to confirm any details as the walker is not available for review. The rn involved reported that the pt recently passed away from a massive cva that she stated was "unrelated to the incident".

Event description:
Reportedly the enduser fell twice while using the walker. In the first reported incident, the front wheel was not screwed in all the way, causing it to come off the walker while in use. In the second reported incident, the user fell a second time when they engaged teh brake, causing the walker to stop. The user allegedly fell over the top of the walker; fracturing two ribs.